Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump buttons unresponsive. Customer's blood glucose was 107 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent down button response due to corroded keypad trace. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.